Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The loading device was returned to the factory for evaluation on 02dec2019 and investigated on 20dec2019. Signs of clinical use and no evidence of blood were observed. The delivery device was not returned. The seal and tension spring assembly was returned inside the loading device. The seal was taken out from the loading device for inspection. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube were unable to be taken. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4).a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.